Event description:
A supervisor of surgery room reported corneal burn in two patients during two surgeries. There was a system occlusion. Occlusion tones were noted during the event. The event occurred at the beginning of the phaco procedure, during the sculpt phase. In surgeon´s opinion the patients´ hard cataract contributed to the event. As result of the event both patients experienced corneal burn. The affected eye was the left eye (os). The tip was exchanged. Four stitches were required to treat the event. The patient also experienced wound leakage, anterior chamber shallow/collapse with corneal endothelial touch and intraoperative hypotony. There was also corneal opacity. The patient also had astigmatism due to the stitches. The event did not require any hospitalization or medications. At the time of this report the patient's corneal opacification was healing. Additional information has been requested but not received to date. This is one of two reports being filled for this event. This report is for the second patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: since the events, the machine is currently functional without any problem, but the surgeon has requested a check of the parameters of the system. A company representative examined the system and no problems were found. All the parameters were in the tolerance. The system was then tested and met all product specifications. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The product met specifications at the time of release. No phaco tip was returned for a corneal burn. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All phaco tips are (B)(4) visually inspected by trained operators using 30x magnification. The root cause of the reported event cannot be determined conclusively.